Event description:
Patient obtained back-to-back blood glucose results of 283 mg/dl and 21 mg/dl, while using the suspect device. Reporter indicated that no action was taken and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.